Event description:
Per received report: pt came in for treatment of an already ruptured 2 x 2 anterior communicating artery (acom) aneurysm. The coil was positioned securely and was confirmed by fluoroscopy. Once the coil detached, the coil migrated into the acom vessel proximal to the a2 segment. The physician attempted to retrieve the coil with an alligator snaring device with no success as the coil migrated further into the a2 segment. The pt was brought to the operating room for clipping. Pt was stable post surgery per received follow up email from sales rep.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.